Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mid-left anterior descending artery. A 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon initial ballooning, it was noted that the balloon ruptured at 6 atm. The procedure was completed with a non-boston scientific balloon. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no damages. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Visual examination of the balloon material revealed a tear in the mid-section. A detailed microscopic examination of the balloon material identified a pinhole in the balloon located 1mm distal from proximal markerband. Blade 1 is intact. A partial segment of blacde 2 is missing. The pad at the detached section remained fully intact and bonded to the balloon. 2 segments of blade 3 are missing, and the pad has lifted off the balloon. A microscopic examination of the tip section found no damage. No other damages were observed along the device.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mid-left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon initial ballooning, it was noted that the balloon ruptured at 6atm. The procedure was completed with a non-boston scientific balloon. There were no patient complications. It was further reported that the lesion was mildly tortuous and severely calcified. Upon inflation, it took a few seconds before the balloon ruptured. The device was removed in a normal method and inflated multiple times outside of the body to confirm rupture. When touched with a finger, a blade detached from the device.